Event description:
It was reported the patient only felt stimulation over their right eyebrow to the middle of their head but the left side did not cover that much area. Since the stimulator had been revised, they had not felt the coverage. The patient noted they were implanted for ¿ons and has leads in the back of their head as well as on each side of their head that wrap around their eyebrows.¿ patient needs stimulation to cover more area on the left side. The patient had not had reprogramming yet. Patient noted lumps above each eyebrow where ¿the leads are located.¿ it was reported the patient never had therapeutic effect. The patient needs their stimulation moved from their temple to their left eyebrow. Patient had headaches on the left side. Patient noted stimulation had never been in the right area on their left side but it was just this week they began to experience headaches. The patient had tried all 4 groups and nothing seemed to be in the right spot. Additional information received reported that the patient had a left supra orbital stimulator lead that had migrated. It was noted that the patient also had some discomfort at the left subclavian battery site. It was noted that the patient was scheduled for a revision on (B)(6) 2013.

Event description:
Additional information received reported that a lead revision was performed on the day prior to the report. It was noted the cause of the lead migration had not been determined. The left supra orbital lead was removed and replaced with a new lead during the procedure. The newly placed lead was anchored in two places with bi-wing anchors and connected to the left subclavian implantable neurostimulator (ins). It was noted that all impedances were within normal limits. The reporter noted that the patient tolerated the procedure well and received good stimulation coverage when tested.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).